Event description:
The pt rec'd one sacral trial scs lead and one thoracic trial scs lead with the same lot number. It was reported the day after her trial implant procedure, the pt experienced right leg pain which resulted in the inability to walk. Subsequently, the pt's sacral scs lead was explanted which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.